Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported on (B)(6) 2025 for the patient under local anesthesia PICC intubation, after the placement of the tube at the puncture site is no abnormality, dressings clean and dry. On (B)(6) 2025 at 9:00 pm checkup found that the patient's PICC catheter dressings have fluid exudation, given to change the dressings to observe. On (B)(6) 2025 again the situation of oozing fluid, repeated view of puncture site and local ultrasound examination assessment, to rule out the possibility of lymphatic fluid. Compliance was given to remove the PICC tube. No other information was provided.